Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced with the existing right ventricular lead. A new longer lead was implanted in the right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analysis was performed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. (B)(4).